Event description:
It was reported that the patient experienced redness, swelling and pain. The patient had a recent pocket revision due to similar symptoms. At that time the patient had an allergy test done; it was negative and they ruled out infection. Since the pocket change, the patient has experienced the same symptoms. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: proximal catheter segment model# 8578 serial# (B)(4) implanted: (B)(6) 2011 explanted:unk; catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; dacron pouch model# 8590-1 lot# n316584 implanted: (B)(6) 2012 explanted:unk; catheter segment model# 8596sc serial# (B)(4) implanted: (B)(6) 2012 explanted:unk. (B)(4).

Event description:
Additional information: it was later reported that the cause of the event was allergy, patient experienced a rash on the abdomen due to the pump; the fluid at pump site was tapped and the results showed increased sedimentation rate and crp (c-reactive protein). The pump was replaced. Patient was hospitalized and following replacement the outcome was indicated as recovered without sequelae. Drug delivered via the device was infumorph 25 mg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8578 ,serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal infumorph 25 mg/ml at 3.999 ml/day. The patient was admitted on (B)(6) 2012. The patient had recently developed an allergic dermatitis secondary to the pump with severe reaction that was uncomfortable. He had failed attempts at management with dermatology and infectious disease. All cultures had been negative. Surgery was performed on (B)(6) 2012 to reposition the pump inside a pouch. The new position proposed for the pump was the left upper quadrant. When making an incision, the hcp noted there was some fluid surrounding the pump. A culture of the fluid was sent. After the surgery, the patient was resumed at his current dose. It was also noted that a catheter revision occurred.

Manufacturer narrative:
There was no complaint associated with the catheter. Explant date should be empty. Device was re-positioned, not explanted. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-jan-09. It was stated that the patient had a dermatological issue related to the catheter revision on (B)(6) 2012. Operative reports contained no new information.